Event description:
It was reported that the ilet user's caregiver called for assistance pairing a new continuous glucose sensor, during which the pump entered bg run mode and the caregiver was instructed to obtain a fingerstick value to continue insulin delivery. An initial capillary glucose of 324 mg/dl was recorded, and subsequent education and troubleshooting were completed until sensor activation succeeded and a later fingerstick of 133 mg/dl confirmed a downward trend. Symptoms included hyperglycemia. Outcomes included restoration of glucose control without alerts, alarms, or hospitalization. Investigation included remote troubleshooting and user education focused on sensor pairing and bg run workflow. Investigation of this case revealed that the device functioned as designed in bg run mode requiring manual blood glucose entry while awaiting sensor data, and that sensor startup delay was resolved with correct pairing and activation steps. It was concluded, based on previously established findings for similar reports, that user guidance and normal device behavior during sensor warm-up most likely contributed, with no device malfunction identified.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.